Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an evaluation of a picture sent by the account. One photo is an image of what appears to be a harmonic device where you can see the handle broken. A second photo is an image of what appears to be the handle from a harmonic device. No conclusion could be reached as to the root cause of the reported issue. Because the instrument was not return our evaluation is limited. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
The handle of the device got broken during closure. However, the surgeon could use the device during the entire procedure. No patient consequence.